Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 40/0, taper 12/14 on (B)(6) 2015 and the patient experienced dislocation of the device. The patient was taken to the operating room for a closed reduction of the hip on (B)(6) 2017. During the closed reduction procedure the kinectiv neck implant came loose at the taper junction, requiring the need for an open revision procedure. Revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
This follow-up report is being filled as investigation results are now available. Corrected and additional information is filled in the following fields: additional: if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k, device evaluated by MFR. DHR review the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation and dissociation. Event description: the patient underwent initial surgery on (B)(6) 2015 for left tha and underwent revision surgery on (B)(6) 2017. Upon dislocating on tuesday, (B)(6) 2017 the patient was taken to the or for a closed reduction of the hip. During the closed reduction procedure the kinectiv neck implant came loose at the taper junction, requiring the need for an open revision procedure the following day, on (B)(6) 2017. It was reported that the patient was taken to the or for a closed reduction of the hip. The closed reduction procedure the kinectiv neck came loose from the stem at the taper junction, requiring the need for an open revision procedure on (B)(6) 2017. Head and stem neck were revised. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it was discarded. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: loss of connection due to inappropriate design concerning pull-off strength (head/stem) / pull out strength (head/constrained liner). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Not possible: correct chosen head matching with the stem and liner. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Not possible: combination is allowed. Loss of connection due to inadequate assembling procedure. Possible: head and surgical report was not received for the investigation, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to use on a damaged stem taper. Possible: new stem was implanted along with the head. However, it cannot be proved whether the stem taper was damaged during op. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Possible: particles between stem and head taper may lead to instability of the head-stem connection. However, this cannot be proved. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon. Possible: inadequateness of information during patients counseling cannot be proved. Compromized taper fixation strength, fracture of implant due to high patient additivity, patient disregards limits of the device. Possible: only age and medium activity level of patient is known. No other patient info is available, therefore cannot be excluded. 3. Conclusion summary: patient underwent revision surgery due to dislocation of the ceramic head and dissociation of the stem neck from the ceramic head. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. It is unknown whether the surgeon followed the surgical technique and whether the components were implanted with the correct fit. Review of the device history records for the head did not identify any deviations or anomalies related to the reported event. The devices were used in an approved and compatible combination. Possible reasons for the dislocation/dissociation of the head inadequate information during patients counseling by surgeon, inadequate assembling procedure, use of the head on a damaged stem taper, particles left between stem and head taper, high patient additivity, patient disregarding limits of the device and malposition of the components (no x-rays were received to confirm). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number: (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (It was now reported that the implantation date is (B)(6) 2015.) Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).